Event description:
It was reported that the patient underwent explant surgery after discontinuing use of the device. Multiple reprogramming attempts had been performed previously without resolution. The patient has been doing well post-procedure. There were no clinical complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "inadequate/inappropriate treatment or diagnostic exposure" and "device explantation" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient underwent explant surgery after discontinuing use of the device. Multiple reprogramming attempts had been performed previously without resolution. The patient has been doing well post-procedure. There were no clinical complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.